Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to delivering a bolus of 10 units without consuming any carbohydrates, the customer experienced a low blood glucose (bg) level of 40 mg/dl. At the time of the reported event, the customer's bg level was "okay", and the contact declined to provide additional information. The contact reported no issues with the cartridge, pump, or infusion set.